Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a lead fracture. High pacing impedance and noise was noted. The detections and alerts were programmed off. The next day an interrogation showed oversensing with v-v intervals and visible noise in the rv tip to rv ring. Increasing impedance was also seen from rv tip to rv ring. Detections were turned on with extended number of intervals to detect (nid) to circumvent the compromised rv ring electrode. The lead alerted again on the next day, but further in-office testing was unable to reproduce the oversensing and abnormal impedance. The physician opted to program to tip to coil sensing and rv outputs were programmed to sub-threshold resulting in lv pacing only. Lead revision was postponed. The lead remains in use with continued clinic follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead; a 419478 lead, implanted: (B)(6) 2009. (B)(4).